Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the unit shut down. The following information was obtained via telephone conversation with the customer. The veris monitor stopped working during an MRI scan on a child that was sedated. The blood pressure reading disappeared from the unit display and then the unit shut down. The power was restored when the "on" button was depressed and the exam was able to be completed without further issue. The customer confirmed that there was no injury or adverse event.

Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.